Event description:
Facility was using automatic liquid packaging, inc. Humidifier adapter and sterile water inhalation solution on pt. The oxygen flow should be set at 4.0 liters per minute (label instruction), although rate of flow was not recorded. Labeling indicates humidifier adapter be tested for audible alarm prior to pt set-up. In this instance adapter was not tested for audible alarm prior to use. During course of therapy, technician accidentally pushed bed wheel over oxygen tubing crimping tube, cutting off oxygen to pt and audible alarm did not sound. Therapist removed bed wheels and only short period of time had lapsed causing no injury to pt. Humidifier adapter was discarded by facility and lot number was not recorded. As such, internal investigation at automatic liquid packaging, inc. Cannot be initiated. It is co's understanding that hosp is now testing humidifier adapters for audible alarm prior to set-up. Co is reporting this incident as 30 day MDR per 21 cfr 803.3(d)(6) user error. There will no follow-up info--this is final report.